Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the top case of device was changed but no labels applied. No reports of pt involvement.